Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the patient received more medication than intended. At 0300, the device was programmed to deliver dilaudid 15mg/30ml, in the pca +continuous mode with a 0.1 mg/hr continuous rate, a 0.2mg pca dose, a 10 minutes patient lockout, 4 hour dose limit of 5mg, a loading dose of 0.2 mg, and the delivery was started. It was reported the device settings were verified by 2 rn's and the nurse could also administer a bolus a dose of 0.1 mg every 1 hour as needed. At 0445, it was reported the nurse noted that there was only 5ml left in the pca vial. The customer contact reported that 25ml was delivered to the patient in less than 2 hours. It was reported that the patient was in deep sleep. The patient was treated with an unspecified volume of narcan. The customer contact reported that a narcan gtt was started. No programming parameters were provided. It was reported due ot the narcan gtt the patients antibiotics were held off. The customer contact reported that the patient did turn around an woke up. No specific details were provided. After an unspecified length of time the patient was transferred to another care facility for an unspecified finger amputation. The device aws removed from clinical service. No additional information was provided.